Event description:
The pt was in surgery for insertion of prosthesis (right femoral neck). The operation went well until the insertion of methyl methacrylate in bone. Pt had cardiopulmonary arrest with asystole/emd. Acls started and continued for about 45 mins. Pt expired.